Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. The meter did power on with button depression and insertion of calibration bar. The meter did power on with strip insertion. Low battery icon flashing was not observed.

Event description:
Customer reported being unable to test due to receiving a low battery icon on his adc meter. Customer further reported experiencing unspecified symptoms. Medical survey was not completed because customer declined to continue troubleshooting. Prior to disconnecting the phone call customer reported that he had experienced an unspecified injury related to this issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.